Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing ,a 1-liter bag remained after 2 hours of the infusion, resulting in an under infusion of approximately 100% was not reproduced. The device was tested for flow accuracy per swi 105-005 and was found to under deliver -5.0352%. A review of the history log revealed reported problem could not be confirmed through the event history log. An infusion matching the customer reported parameters was recorded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse, programmed to run 1l over 4 hrs but at 2 hrs pump read infusing for 2 hrs but nothing had infused during delivery in the infusion oncology center department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.